Event description:
It was reported that the device had premature eri (elective replacement indicator) due to the elevated left ventricular (lv) lead threshold. The device was removed and replaced, however the physician decided to not replace the lv lead. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.